Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer's mother reported via phone call that the customer had been experiencing unexplained low blood glucose levels. Blood glucose level at the time of the incident was 50 mg/dl, which had been treated with food and juice. Blood glucose level at the time of the call was 78 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.